Event description:
Related manufacturing reference number: 2017865-2023-17825. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead had high capture thresholds and the right ventricular (rv) was over-sensing noise. The patient was asymptomatic. Both the ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.